Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient's representative regarding an external device. The reason for call was caller reported the controller charging indicator light was not working and was hard to get to work. Caller stated that they had been messing with it for the past three weeks. Sooner or later, it started working right, but then the controller suddenly began taking a long time to work. Caller stated they called the manufacturer representative (rep), who advised them to reset the controller. The caller did so, but the issue persisted. Caller further stated that when the controller was plugged into a wall outlet, the charging indicator light flashed continuously while charging. Caller added that, sometimes, the charging indicator light would not flash, and when it did appear, it indicated that the controller was charging. Agent had caller reset the controller and connect the recharger. Caller stated the controller charging indicator light was not flashing. Caller stated seeing "no device found" message. Agent had caller press ¿recharge¿, and the caller entered passive recharge mode with values of 0-10-55. The middle number then changed from 13 to 14. After several minutes, the displayed values changed to 0-0-0, and after a few more minutes, the controller screen went blank. Agent had caller disconnect the recharger and reset the controller with ac power supply. Caller confirmed that the controller turned on, but there was neither a flashing nor a steady light on the controller. Agent had caller remove and re-insert the battery pack. Caller again confirmed there was neither a flashing nor a steady light on the controller. Caller also confirmed that the ac power light was on. Agent had caller plug the controller into a different outlet. Caller confirmed again that the ac power light was on, but there was still no flashing or steady light on the controller. Caller confirmed that the controller battery was 100% and the implant(ins) was 80% with recharging excellent. For the event date, caller stated last 3 weeks. Caller confirmed there was no visible damage to the controller compartment prongs but noted that the recharger and battery pack were getting hot while recharging the ins. The issue was not resolved. A request was sent to the repair department to replace the recharger and battery pack.